Manufacturer narrative:
A ge service rep performed an over the phone investigation. There was no power to the system. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 2800 system would not boot up. No patient injury was reported.